Manufacturer narrative:
The reported event of capturing problem was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2023-48332. It was reported that no atrial sensing and high right ventricular (rv) thresholds were noted during an in-clinic device check. The doctor felt that the issue was with the patient¿s anatomy. Both the atrial lead and the rv lead were explanted and replaced. The patient tolerated the procedure well and was stable prior to, during, and post-procedure.